Manufacturer narrative:
A ge service rep performed an on site investigation. It was discovered the system would not recognize the dvd/r drive. The software was reinstalled during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system at boot up got a high capacity disk error message. No pt injury was reported.